Event description:
It was reported that a patient underwent a robotic radical hysterectomy procedure on an unknown date and absorbable hemostat was used. Post-operatively the patient developed side effects after the use of absorbable hemostat that the physician believes is related to the product. The reaction was fluid collection within the patient¿s abdomen. This is not a normal post op infection; the fluid was reactive fluid and was not infected fluid containing pus. There was no malignancy in the fluid. The amount of fluid was around 2 liters. The fluid had to be drained, and the patient reacted well to its removal. They were immediately well. The surgeon stated that upon reflection they may have used too much absorbable hemostat. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this event occur within two additional patients? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What is the quantity involved per procedure was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, comorbidities, and therapy dates. Was there any intraoperative concurrent use of other products? What are the product code and lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any additional surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the surgeon felt that powder was the factor in the events that occurred. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b3, b7. Additional information was requested, and the following was obtained: 1. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? One of the patients had to be returned to theatres to drain the fluid, it meant extended stay. Fluid was drained for a few days. The other patient just had a drain and fluid drained also for a few days until better. 2. Please provide the following patient demographic information, if available: age, weight, bmi at the time oindex procedure? Their age ranges are from 25 ¿ 60 . Bmi ranges of 25-55. 3. What was the date of index surgical procedure? Would like to just say that both were in (B)(6) 2022. 4. What were the diagnosis and indication for the index surgical procedure? Both had cancer ¿ one cervical and one endometriotic. 5. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, comorbidities, and therapy dates. Not able to provide dates ¿ one was fit and well, the other had co-morbidities,no allergies were reported for either patient, 6. Was there any intraoperative concurrent use of other products? Nothing else used 7. What are the product code and lot number? Information not available. 8. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Intended use was as licensed ¿ oozing from large areas ¿ pelvic side walls. 9. Where was the surgicel used (on what tissue)? Pelvic side walls. 10. How much surgicel was used during the procedure? In one procedure 2 were used and one in the other one surgical powder ¿ only as much required was used. 11. Was the surgicel product left in place? Was the excess irrigated and removed? Irrigated as per normal. 12. What were current symptoms following the index surgical procedure? Onset date? The reaction in both patients was that fluid collected in the patients abdomen. Very swollen stomach in each patient. Pale yellow coloured fluid a bit like urine. Known as a reactive fluid. 13. Were cultures performed? If yes, results? Yes, negative for one patient and some bacteria in the other 14. Has any additional surgical or medical intervention been performed? Already answered above. 15. What is physician¿s opinion as to the etiology of or contributing factors to this event? Not seen this before and hasn¿t happened since using powder 16. What is the patient¿s current status? Both are well. Event related to mw # 2210968-2022-04289 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.